Event description:
It was reported, partial split in catheter. The catheter was removed and a new catheter was not placed as it was the patient's last treatment. Carboplatin was infused through the catheter. Extravasation of chemotherapy occurred at the end of the treatment. Patient had pain and swelling at the insertion site. Area was treated per extravasation policy. Patient monitored for 24 hours post event. There was no known long-term impact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed the connector assembly piece, and the distal valve were present. A functional testing of flushing water in the catheter using a 12ml syringe was performed. A leak was observed near the 39cm depth markings. A microscopic observation revealed a split where the leak was observed. The outer edges appeared to be rounded and polished, and the fracture surface was rough and uneven. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.